Event description:
Patient is part of the tritanium primary acetabular shell study and reported pain in the study hip during the 6-year visit. Subject reported experiencing some pain when walking for a significant length of time. He does not take any medications for the pain; it normally subsides upon rest. He reported that he has been taking crestor for hyperlipidemia since may 2010; information was not captured during previous visits. He reported 2 ER visits: 04/june/2016 for bell's palsy (discharged same day) and 04/october/2017 for unstable angina (stayed overnight). Operative side is right. Patient has not been revised as of the event date.

Manufacturer narrative:
Update to catalog and lot numbers. An event regarding pain involving a trident liner was reported. The event was not confirmed. Method & results -product evaluation and results: not performed as no product was returned for evaluation, the reported device remains implanted. -medical records received and evaluation: no medical records were received for review with a clinical consultant. -product history review: a review of the device manufacturing records indicate that all devices were accepted into final stock with no reported from discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post- operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 58mm; cat# 502-03-58f; lot# mlk423. Trident 10° x3 insert 36mm ID; cat# 623-10-36f; lot# mkd1we. Delta v-40 ceramic head 36/0; cat# 6570-0-136; lot# 37406704. Size 4 accolade ii 127 deg; cat# 6721-0435; lot# 40162304. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient is part of the tritanium primary acetabular shell study and reported pain in the study hip during the 6-year visit. Subject reported experiencing some pain when walking for a significant length of time. He does not take any medications for the pain; it normally subsides upon rest. He reported that he has been taking crestor for hyperlipidemia since (B)(6) 2010; information was not captured during previous visits. He reported 2 ER visits: (B)(6) 2016 for bell's palsy (discharged same day) and (B)(6) 2017 for unstable angina (stayed overnight). Operative side is right. Patient has not been revised as of the event date.